Event description:
It was reported that the handpiece overheated during a procedure. Another drill was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The device was evaluated by the MFR and the event as reported was duplicated. Upon disassembly the motor cartridge was corroded. The corroded housing likely caused the varnish in the handpiece to degrade, and when coupled with the current through the device, caused the handpiece to undergo friction leading to heat. The corrosion of the motor assembly and cartridge are potentially due to user sterilization practices. The device was repaired and returned to the customer.